Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump had blank display after battery changed. Troubleshooting was done. Customer's blood glucose was 376 mg/dl. The customer treated high blood glucose with insulin pump. During the troubleshooting, the display returned. Advised the customer that battery cap would be replaced. Customer mentioned that she had high blood glucose of 429 mg/dl. Customer declined to do troubleshooting for high blood glucose. No further information provided.